Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. Philips sales productivity specialist confirmed the reported backup alarm issue. The ventilator was replaced through mp1 so 6304235886. The ventilator was returned to the manufacturer for investigation: it was determined the piezo buzzer ls1 was failing intermittently due to the piezo¿s insulation resistance being out of spec. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Philips sales productivity specialist stated v60 failed on arrival with error code ¿ backup alarm failed. There was no patient involvement.